Event description:
Discrepancy in the product label for a boston scientific amplatz super stiff straight tip .035", 75 cm guidewire. The label states that the wire in the package is both .035 & .038" in diameter and 75 cm & 150 cm long. Interventional radiology [redacted] has 3 boxes of the same lot with the misprinted label. These boxes have been sequestered; all dn's [director of nursing] have been notified. Boston scientific has been made aware of this issue. Manufacturer response for guidewire, 0.035in x 75cm amplatz super stiff guidewire, 7cm straight tip (per site reporter).